Manufacturer narrative:
Voluntary medwatch received mw5156990. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that the patient was in atrial fibrillation (af). It was noted that this right atrial (ra) lead exhibited over-sensing of noise. The device was subsequently reprogrammed and remains in use. No adverse patient effects were reported.